Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that a clinician stated that the right atrial (ra) lead was going to be revised for an unknown reason. The ra lead in this patient is the critical therapy lead. The boston scientific sales representative is attempting to obtain additional information from the hospital. No adverse patient effects were reported.